Event description:
It was reported that pump experienced cartridge alarm 20 and caller also reported cartridge alarms with consecutive cartridges. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump, confirmed shipping details, instructed caller to place pump into storage mode before return, and advised caller to enter pump settings and reconnect continuous glucose monitor on replacement pump before sending problematic pump back using pre-paid label.